Event description:
The distributor contacted animas on (B)(6) 2013 alleging the up arrow, down arrow and ok keypad buttons became unresponsive to user input prior to keypad damage. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on examination, the keypad was noted to be lifting/peeling below the ok button. On testing, all the keypad buttons had normal response with good spring back and click. The keypad cover was removed for investigation and revealed no evidence of contamination under the contacts of the buttons. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the interior components of the pump. Unrelated to the original complaint, the display screen was noted to be dim, faded and discolored. Adjustment of the contrast setting did not resolve the issue. Also unrelated to the original complaint, the battery compartment was noted to be cracked below the finger pad extending down to the primary seal. There was no issue with loss of power and no evidence of moisture damage in battery compartment.